Manufacturer narrative:
H4: the lot was manufactured from september 22, 2022 - september 23, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed droplets of fluid inside the device housing which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was identified when disconnecting the patient and liquid was noticed in the plastic container. A dried stain of liquid (white) was also found in the bag where the patient had the container. White crystals were visible in the joint between the colored top of the infusor and the hard translucent plastic. The device was filled with fluorouracil 4800 mg and nacl to a total volume of 256 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.